Manufacturer narrative:
Please remove product problem from section as no device malfunction was noted. (B)(4).

Event description:
New information received notes that the physician meant pocket erosion by decubitus and the patient did not experience any symptom due to erosion. The device did not migrate or dislocated.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, initial decubitus of device pocket was observed. Device was explanted and replaced. Patient's condition was fine.